Event description:
The customer reported an over infusion of a 500ml bag of heparin that was started as a primary infusion on (B)(6) 2018 at 1400 at 11ml/hour. Two rns checked the programming of the pump when the infusion was started and again at the change of shift. The rn checked the infusion on (B)(6) 2018 at 0200 due to a critical result of ptt greater than 200 and found that approximately half the bag had infused. Protamine was administered on (B)(6) 2018 at 0235 and a blood transfusion was needed. There was no report of lasting harm.

Manufacturer narrative:
The customer¿s report of an overinfusion was confirmed. The pcu event log contained no obvious programming errors that would result in the reported event. There were no anomalies observed with the primary set and no leaks were observed during testing. Functional testing showed the pump module was delivering fluid out of specification. Visual inspection showed that the device was returned with a third party bezel. Fluid ingress was observed on the lower pumping finger and adjacent location on the bezel. After the bezel was cleaned and the lower pumping finger was replaced, the device was delivering fluid within specification. The root cause of the overinfusion was fluid ingression into the finger slots causing the fingers to bind leading to partial uncontrolled flow. It could not be determined whether the non-bd bezel contributed to the event.

Manufacturer narrative:
Concomitant medical products: 500ml b.braun, ndc 0264-9577-10 lot number j8j094n exp 01/21 heparin sodium. The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported an over infusion of a 500ml bag of heparin that was started as a primary infusion on (B)(6) 2018 at 1400 at 11ml/hour. Two rns checked the programming of the pump when the infusion was started and again at the change of shift. The rn checked the infusion on (B)(6) 2018 at 0200 due to a critical result of ptt greater than 200 and found that approximately half the bag had infused. Protamine was administered on (B)(6) 2018 at 0235 and a blood transfusion was needed. There was no report of lasting harm.